Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain mild to severe at times') in a 32-year-old female patient who had essure (ess205) (batch no. 623821) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (pseudohypothyroidism), carpal tunnel release, cataract extraction, hyperparathyroidism (pseudo hyperparathyroidism), hypertension, adenomyosis and endometriosis. Previously administered products included for contraception: oral contraceptive nos, ortho tri-cyclen, yasmin, loestrin, ortho micronor and yaz. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anguish ("mental anguish"), 3574 days before insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy, left salpingooophorectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, depression, anguish, fatigue, dyspareunia, vaginal haemorrhage and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anguish, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and anxiety to be related to essure (ess205). The reporter commented: plaintiff presented with chief complaint of pelvic pain. It has progressively worsened. She was given the option of medical treatment versus surgery. She underwent hysterectomy, left salpingo-oophorectomy, and removal of vulvar nevi. The procedure was uncomplicated. She was stable and afebrile and was discharged home in stable condition. Diagnosis was she had probably adenomyosis, adenomyotic-appearing uterus. On (B)(6) 2017, diagnostic laparoscopy due to chronic pelvic pain, endometriosis stage I. Plaintiff stated the pain, sharp/stabbing and intermittent, was ongoing for several years, she had approximately 5 previous laparoscopies and was diagnosed with endometriosis. She underwent a hysterectomy with lso in "2007 or 2008" states they left her right ovary as to not put her into menopause. Plaintiff has suffered physical pain and emotional anguish because of essure device. Discrepancy noted as per summons plaintiff underwent essure confirmation test i.e. Hsg and as per pfs she didn't underwent essure confirmation test. Discrepant information in mr- essure was removed in (B)(6) 2008 in the same mr on (B)(6) 2018 impression: adenomyosis and in need of a hysterectomy. Also parathyroid illness disease was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2008: vulva: benign intradermal nevus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Laparoscopy - on (B)(6) 2008: a. 110 gm. Roughly pear shaped pink uterus with attached cervix, 9 x 5.5 x 4 cm. Attached ovary tan and pink-tan fallopian tube, 3 x 1.5 x .6 cm. And 5 x .5 x .5 cm., respectively. Grossly unremarkable. Uterine cavity is 2 cm. From cornu to cornu. Endometrium 1 rnrn. In maximal thickness, myometrium 2 cm. In maximal thickness. No nodules or other lesions. B. One irregular grey soft tissue piece, .8 x .8 x .8 cm. All in bl. Diagnoses (uterus, left adnexa): benign cervix. Focal area suggestive of benign adenomyosis. Benign endometrium. Benign para cortical cysts, ovary. Benign ovary and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain mild to severe at times') in a 32-year-old female patient who had essure (ess205) (batch no. 623821) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (pseudohypothyroidism), carpal tunnel release, cataract extraction, hyperparathyroidism (pseudo hyperparathyroidism), hypertension, adenomyosis, endometriosis and cataract. Previously administered products included for contraception: oral contraceptive nos, ortho tri-cyclen, yasmin, loestrin, ortho micronor and yaz. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anguish ("mental anguish"), 3574 days before insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), back pain ("back pain") and post procedural complication ("post removal complication"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (laparsoscopic assisted vaginal hysterectomy, left salpigooophorectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage and back pain had resolved and the depression, anguish, fatigue, anxiety and post procedural complication outcome was unknown. The reporter considered anguish, back pain, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and anxiety to be related to essure (ess205). The reporter commented: plaintiff presented with chief complaint of pelvic pain. It has progressively worsened. She was given the option of medical treatment versus surgery. She underwent hysterectomy, left salpingo-oophorectomy, and removal of vulvar nevi. The procedure was uncomplicated. She was stable and afebrile and was discharged home in stable condition. Diagnisis was she had probably adenomyosis, adenomyotic-appearing uterus. On (B)(6) 2017, diagnostic laparoscopy due to chronic pelvic pain, endometriosis stage I. Plaintiff stated the pain, sharp/stabbing and intermittent, was ongoing for several years, she had had approximately 5 previous laparoscopies and was diagnosed with endometriosis. She underwent a hysterectomy with lso in "2007 or 2008" states they left her right ovary as to not put her into menopause. Plaintiff has suffered physical pain and emotional anguish because of essure device. Discrepancy noted as per summons plaintiff underwent essure confirmation test i.e. Hsg and as per pfs she didn't underwent essure confirmation test. Discrepant information in mr- essure was removed in (B)(6) 2008 in the same mr on (B)(6) 2018 impression: adenomyosis and in need of a hysterectomy. Also parathyroid illness disease was mentioned. 8 coils were noted on both sides she has been treated for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2008: vulva: benign intradermal nevus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: tubal occlusion. Laparoscopy - on (B)(6) 2008: a. 110 gm. Roughly pear shaped pink uterus with attached cervix, 9 x 5.5 x 4 cm. Attached ovary tan and pink-tan fallopian tube, 3 x 1.5 x .6 cm. And 5 x .5 x .5 cm., respectively. Grossly unremarkable. Uterine cavity is 2 cm. From cornu to cornu. Endometrium 1 rnrn. In maximal thickness, myometrium 2 cm. In maximal thickness. No nodules or other lesions. B. One irregular grey soft tissue piece, .8 x .8 x .8 cm. All in bl. Diagnoses (uterus, left adnexa): benign cervix.focal area suggestive of benign adenomyosis. Benign endometrium. Benign para cortical cysts, ovary. Benign ovary and fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed via social media : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event "back pain and post removal complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain mild to severe at times') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (pseudohypothyroidism), carpal tunnel release, cataract extraction, hyperparathyroidism (pseudo hyperparathyroidism), hypertension, adenomyosis and endometriosis. Previously administered products included for contraception: oral contraceptive nos, ortho tri-cyclen, yasmin, loestrin, ortho micronor and yaz. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with escitalopram oxalate (leapfrog), nsaids, paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy, left salpingooophorectomy on (B)(6) 2008). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, depression, anxiety, fatigue, dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff presented with chief complaint of pelvic pain. It has progressively worsened. She was given the option of medical treatment versus surgery. She underwent hysterectomy, left salpingo-oophorectomy, and removal of vulvar nevi. The procedure was uncomplicated. She was stable and afebrile and was discharged home in stable condition. Diagnosis was she had probably adenomyosis, adenomyotic-appearing uterus. On (B)(6) 2017, diagnostic laparoscopy due to chronic pelvic pain, endometriosis stage I. Plaintiff stated the pain, sharp/stabbing and intermittent, was ongoing for several years, she had approximately 5 previous laparoscopies and was diagnosed with endometriosis. She underwent a hysterectomy with lso in "2007 or 2008" states they left her right ovary as to not put her into menopause. Plaintiff has suffered physical pain and emotional anguish because of essure device. Discrepancy noted as per summons plaintiff underwent essure confirmation test i.e. Hsg and as per pfs she didn't underwent essure confirmation test. Discrepant information in mr- essure was removed in (B)(6) 2008 in the same mr on (B)(6) 2018 impression: adenomyosis and in need of a hysterectomy. Also parathyroid illness disease was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2008: vulva: benign intradermal nevus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Laparoscopy - on (B)(6) 2008: a. 110 gm. Roughly pear shaped pink uterus with attached cervix, 9 x 5.5 x 4 cm. Attached ovary tan and pink-tan fallopian tube, 3 x 1.5 x .6 cm. And 5 x .5 x .5 cm., respectively. Grossly unremarkable. Uterine cavity is 2 cm. From cornu to cornu. Endometrium 1 rnrn. In maximal thickness, myometrium 2 cm. In maximal thickness. No nodules or other lesions. B. One irregular grey soft tissue piece, .8 x .8 x .8 cm. All in bl. Diagnoses (uterus, left adnexa): benign cervix. Focal area suggestive of benign adenomyosis. Benign endometrium. Benign para cortical cysts, ovary. Benign ovary and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain mild to severe at times') in a 32-year-old female patient who had essure (ess205) (batch no. 623821) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (pseudohypothyroidism), carpal tunnel release, cataract extraction, hyperparathyroidism (pseudo hyperparathyroidism), hypertension, adenomyosis and endometriosis. Previously administered products included for contraception: oral contraceptive nos, ortho tri-cyclen, yasmin, loestrin, ortho micronor and yaz. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anguish ("mental anguish"), 3574 days before insertion of essure (ess205). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (laparsoscopic assisted vaginal hysterectomy, left salpigooophorectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, depression, anguish, fatigue, dyspareunia, vaginal haemorrhage and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anguish, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and anxiety to be related to essure (ess205). The reporter commented: plaintiff presented with chief complaint of pelvic pain. It has progressively worsened. She was given the option of medical treatment versus surgery. She underwent hysterectomy, left salpingo-oophorectomy, and removal of vulvar nevi. The procedure was uncomplicated. She was stable and afebrile and was discharged home in stable condition. Diagnisis was she had probably adenomyosis, adenomyotic-appearing uterus. On (B)(6) 2017, diagnostic laparoscopy due to chronic pelvic pain, endometriosis stage I. Plaintiff stated the pain, sharp/stabbing and intermittent, was ongoing for several years, she had had approximately 5 previous laparoscopies and was diagnosed with endometriosis. She underwent a hysterectomy with lso in "2007 or 2008" states they left her right ovary as to not put her into menopause. Plaintiff has suffered physical pain and emotional anguish because of essure device. Discrepancy noted as per summons plaintiff underwent essure confirmation test i.e. Hsg and as per pfs she didn't underwent essure confirmation test. Discrepant information in mr- essure was removed in (B)(6) 2008 in the same mr on (B)(6) 2018 impression: adenomyosis and in need of a hysterectomy. Also parathyroid illness disease was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2008: vulva: benign intradermal nevus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Laparoscopy - on (B)(6) 2008: a. 110 gm. Roughly pear shaped pink uterus with attached cervix, 9 x 5.5 x 4 cm. Attached ovary tan and pink-tan fallopian tube, 3 x 1.5 x .6 cm. And 5 x .5 x .5 cm., respectively. Grossly unremarkable. Uterine cavity is 2 cm. From cornu to cornu. Endometrium 1 rnrn. In maximal thickness, myometrium 2 cm. In maximal thickness. No nodules or other lesions. B. One irregular grey soft tissue piece, .8 x .8 x .8 cm. All in bl. Diagnoses (uterus, left adnexa): benign cervix.focal area suggestive of benign adenomyosis. Benign endometrium. Benign para cortical cysts, ovary. Benign ovary and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received: lot number, coding of essure was changed to (ess205) and new event (anxiety) updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain mild to severe at times') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (pseudohypothyroidism), carpal tunnel release, cataract extraction, hyperparathyroidism (pseudo hyperparathyroidism), hypertension, adenomyosis and endometriosis. Previously administered products included for contraception: oral contraceptive nos, ortho tri-cyclen, yasmin, loestrin, ortho micronor and yaz.. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy, left salpingooophorectomy on (B)(6) 2008). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, depression, anxiety, fatigue, dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff presented with chief complaint of pelvic pain. It has progressively worsened. She was given the option of medical treatment versus surgery. She underwent hysterectomy, left salpingo-oophorectomy, and removal of vulvar nevi. The procedure was uncomplicated. She was stable and afebrile and was discharged home in stable condition. Diagnosis was she had probably adenomyosis, adenomyotic-appearing uterus. On (B)(6) 2017, diagnostic laparoscopy due to chronic pelvic pain, endometriosis stage I. Plaintiff stated the pain, sharp/stabbing and intermittent, was ongoing for several years, she had approximately 5 previous laparoscopies and was diagnosed with endometriosis. She underwent a hysterectomy with lso in "2007 or 2008" states they left her right ovary as to not put her into menopause. Plaintiff has suffered physical pain and emotional anguish because of essure device. Discrepancy noted as per summons plaintiff underwent essure confirmation test i.e. Hsg and as per pfs she didn't underwent essure confirmation test. Discrepant information in mr- essure was removed in (B)(6) 2008 in the same mr on (B)(6) 2018 impression: adenomyosis and in need of a hysterectomy. Also parathyroid illness disease was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2008: vulva: benign intradermal nevus. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Laparoscopy - on (B)(6) 2008: a. 110 gm. Roughly pear shaped pink uterus with attached cervix, 9 x 5.5 x 4 cm. Attached ovary tan and pink-tan fallopian tube, 3 x 1.5 x .6 cm. And 5 x .5 x .5 cm., respectively. Grossly unremarkable. Uterine cavity is 2 cm. From cornu to cornu. Endometrium 1 rnrn. In maximal thickness, myometrium 2 cm. In maximal thickness. No nodules or other lesions. B. One irregular grey soft tissue piece, .8 x .8 x .8 cm. All in bl. Diagnoses (uterus, left adnexa): benign cervix. Focal area suggestive of benign adenomyosis. Benign endometrium. Benign para cortical cysts, ovary. Benign ovary and fallopian tube. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.